Event description:
The 13mm aso was attempted to be implanted in 1999 but dislodged into the right atrium still attached to the delivery cable and was thereafter removed. The patient's secundum atrial septal defect (asd) measured 11mm by trans-esophageal echo, and 12-13mm by balloon-sizing. The asd was balloon-sized again which produced a larger stretched diameter of 18-19mm. A 20mm aso was successfully implanted. During the procedure, three delivery systems were used: two 7f amplatzer delivery systems (ads) and one 8f ads. After placement of one of the 7f ads, air bubbles were introduced into the patient. Closer inspection revealed that the sheath hub was cracked lengthwise. This 7f ads was flushed prior to its introduction into the patient but was not flushed after its placement in the blood vessel because the physician was unable to aspirate blood. Due to the use of multiple sheaths and devices, the fluoroscopic time was longer than usual. Propofol anesthesia was used for the procedure. The patient reportedly sustained cerebral damage resulting in a mental disability, fatigue and other neurological deficits.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. Also, review of the device history record was not possible since the lot number was unavailable. The cause for the reported event remains unknown.